Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one urine patient sample tested on a cobas 6000 c501 module. The initial result was reported outside of the laboratory. (B)(6). The reagent lot number is 586462 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The qc was noted to be nearly on 100% recovery. One page of qc was noted to be around -2sd up to -3sd. The alarm trace provided only covered the period of 1:04 pm to 6:00 pm (B)(6)-2022. The urine sample was centrifuged for only 5 minutes at 2000 rpm or 0.6 relative centrifugal force (rcf). The investigation determined the event was due to a preanalytic issue at the customer site. The investigation did not identify a product problem.